Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) declared eol on june 11, 2006, two months after having a batter at 2/3 capacity. The charge time is 31.5 seconds with a monitoring voltage today if 2.66v. There is a concern that he battery has depleted earlier than expected. It is reported that the patient had an MRI 3 months prior.guidant received subsequent information that the patient was unsure if an MRI was done.